Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow-up. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon "veterans had to cancel the procedure because they had been waiting for many hours and had already received infusions" occurred due to the device malfunction. The root cause of the phenomenon could not be specified. Additionally, the subject device was not returned and a specific root cause of the phenomenon "monitor does not show the image (it may be a fiber-optic image), and the screen becomes dark" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that the patient had not been put under anesthesia but did wait for hours. The patients IV was started for the procedure but after the scope failed leak test the user had to cancel the bronchoscopy, remove his IV, and send him home. The procedure was a diagnostic ebus (endobronchial ultrasound). The customer's other ebus scope was already broken and out for repair and with no other scope to use the procedure was cancelled. The procedure was delayed for weeks, which delayed a diagnosis and treatment sooner. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem and no other devices connected to the subject device when the failure occurred. The procedure was completed many weeks later. The user never had the scope prior to use, and it was the first case of the week. Sps had the scope reprocessing, and the user was told it failed leak testing.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer indicated that the device would be sent to a third party for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had no image on the monitor (may have been a fiber optic image) and screen was black. The issue was found during reprocessing. The intended procedure was cancelled. The patient's IV was inserted; however, there were no reports of patient impact or harm. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additionally, the results of the initial investigation has not changed.